Event description:
Patient was revised to address femoral loosening. Update: (B)(6) 2011 - received medical records from legal. Medical records indicate the femur was loose and there was osteolysis. Insert added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. Update: - received medical records from legal. Medical records indicate the femur was loose and there was osteolysis. Insert added to complaint. A search of the complaint database did not show any other reports against the newly supplied tibial insert lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.